Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with stage 4 diffuse lamellar keratitis and early flap melt in left eye. The patient contacted the doctors office and complained of significant light sensitivity in left eye that started (B)(6) 2019 and could not open left eye. Patient was instructed to use steroids every hour and report if no improvement was seen in 3 hours. Patient was told to see in-office care if symptoms not improving. The topical steroid dosage was increased and flap lift and rinse was required. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.25 x -1.00 x 105, left eye pre-op 20/20 -2.50 x -.75 x 65. Bcva from (B)(6) 2019: right eye post-op 20/30, left eye post-op 20/40.